Manufacturer narrative:
Investigation/evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms lot number 8672991. The device was returned with the handle and the basket formation in the opened position. The male luer lock adapter (mlla) is tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3 cm in length. Visual examination noted the support sheath is severed 1 mm from the mlla. Part of the severed support sheath appears to be missing. The remaining support sheath and basket sheath are detached. Glue is visible on the basket sheath where the support sheath should be adhered. A review of the device history record for lot 8672991 found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with complaint device lot 8672991. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to have a yellow support sheath that was severed at the handle. The basket sheath was found to be separated from the support sheath, with glue observed on the basket sheath indicating proper manufacturing. The provided information stated the issue was discovered before use. It is possible the device was damaged near the handle during unpacking / handling of the device, but there is no information related to device handling, therefore the cause for the damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new event information received since the last report was submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Additional/clarifying information received: in preparation for a left ureteroscopy with holmium laser and stent placement, the ncircle stone extractor was taken out of the plastic tray and tested by the physician who found the device to be "defective (it would not open or close)". A second device was opened, which worked appropriately. "The defective device never entered the scope or had any patient contact."

Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the ncircle delta wire tipless stone extractor wouldn't open or close. This occurred prior to use. There were no adverse effects to the patient. Additional details have been requested. No further information has been forthcoming.